Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large hem-o-lok clip applier was unable to close and would not clamp. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Based on the customer report of closing and clamping issues, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis confirmed that the bent grips were related to the customer reported complaint. The medium-large hem-o-lok clip applier had both grips bent and the clip could not be properly loaded. The complaint regarding closing and clamping issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to mishandling/misuse such as excess force applied to the instrument jaws. Severely bent grips with an offset < 0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This complaint is considered a reportable malfunction due to the following conclusion: the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.